Manufacturer narrative:
(B)(4). The device passed the displacement test however, the device alarmed pump error during the self test and pump error alarm (variable 3) is found in the downloaded history file due to broken trace at pin 6 (sda) u1 on the keypad assembly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio anomaly or absence of audio alarms noted during testing.

Event description:
Customer reported via phone call that the insulin pump had beep anomaly. The customer¿s blood glucose level was 130 mg/dl at the time of the incident. Customer was performed audio test and it was passed. The insulin pump will be returned for analysis.